Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device performed to specification. A review of the device log indicates the user was in pace mode while attempting to view ECG in pads view with no accessory ECG leads connected. After changing modes to monitoring, the device remains in leads view with no accessory ECG cable connected. The device appears to be functioning as expected. The device passed functional testing without any malfunctions. No accessories were returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.